Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that the pump continually emits low battery alarms right after power up. Multiple different new batteries attempted with the same outcome. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2020 with the following findings: a review of the pump¿s black box and alarm history showed 128 replace battery alarm codes with secondary code fb88 when rewind was activated. The secondary alarm code of fb88 indicates a 5 volt motor circuit failure within the motor power supply. Electrical current readings were obtained during idle, motor and sleep with results of 120ma, 220ma and 30ma. The pump¿s electrical draws were found not to be within required specifications. The pump cover was removed and evidence of moisture corrosion was found on component u13 within the motor power supply circuit which caused the short battery life issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.